Event description:
Additional information was received; patient reported they changed program from 1 to 2 with no improvement then from 2-3 with still very little improvement. Patient will be trying program 4.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the loss of therapeutic effect for implantable neurostimulator (ins). Patient reported that their trial was working much better then their symptoms as their implant worked only for one day and since then (B)(6) 2016, they had leaking and symptom return. Patient also reported that on (B)(6) 2016, they increased stimulation too high and they felt burning sensation "near their butt" and pinching sensation. They decrease the stimulation and sensations went away. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.